Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 70mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive buttons due to corroded keypad traces. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.